Manufacturer narrative:
H10: of the 2 devices, 1 lot number was provided, and a lot history review was performed. Of the 2 reported malfunctions, 1 device was returned for evaluation. Detachment was confirmed for 1 device. A root cause has not been determined. The device(s) was/were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model dl900j filter experienced a limb detachment. One event reported that the limb detached some unknown time after placement, while the other event reported the detachment during procedure preparation, which was successfully completed using a different filter. These events were reported from various sources. Of the two (2) events, one (1) did not involve a patient, and one (1) involved a patient with no patient consequence. The patient¿s age, weight, and sex were not provided for either event.

Manufacturer narrative:
H10: of the 2 devices, 1 lot number was provided, and a lot history review was performed. Of the 2 reported malfunctions, 1 device was returned for evaluation. The investigation of this device unconfirmed detachment and confirmed for disconnection, thus adding trending code 1171 - disconnection. The 2nd malfunction is inconclusive, as there is no objective evidence to evaluate. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model dl900j filter experienced a limb detachment. One event reported that the limb detached some unknown time after placement, while the other event reported the detachment during procedure preparation, which was successfully completed using a different filter. These events were reported from various sources. Of the two (2) events, one (1) did not involve a patient, and one (1) involved a patient with no patient consequence. The patient¿s age, weight, and sex were not provided for either event.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model dl900j filter experienced a limb detachment. One event reported that the limb detached some unknown time after placement, while the other event reported the detachment during procedure preparation, which was successfully completed using a different filter. These events were reported from various sources. Of the two (2) events, one (1) did not involve patients, and one (1) involved patients with no patient consequence. The patient¿s age, weight, and sex were not provided for either event.

Manufacturer narrative:
H10: of the two (2) events, one (1) device was not returned and one (1) device has been returned to the manufacturer for evaluation. The investigation for the device that was returned is currently underway. The device that was not returned was inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the two (2) events, one (1) device was not returned and one (1) device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model dl900j filter experienced a limb detachment. One event reported that the limb detached some unknown time after placement, while the other event reported the attachment during procedure preparation, which was successfully completed using a different filter. These events were reported from various sources. Of the two (2) events, one (1) did not involve patients, and one (1) involved patients with no patient consequence. The patient¿s age, weight, and sex were not provided for either event.